Event description:
It was reported that the patient presented for a single-chamber pacemaker procedure. During the procedure, the right ventricular (rv) lead helix failed to work properly. The rv lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
Further information requested but was not received.